Manufacturer narrative:
Additional information b5. Medtronic received additional information that the pump configuration was a spectrum centrifugal pump. The pressure was measured pre and post oxygenator. The act (activated clotting time) machine was used to monitor heparin dosing to achieve optimal therapeutic response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after initiation of bypass, delta p increased to 200mmhg and pre-membrane pressure increased to 400mmhg on the fusion oxygenator. Gas transfer was also decreased during this period, so oxygenation was suboptimal for a short period of time. Albumin was administered which resolved the hpe. This patient would not have been exposed to albumin if not for the hpe incident. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.